Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate (coronary artery disease, lymphoma, congestive heart failure, chronic obstructive pulmonary disease, and ejection fraction of 30 percent) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the implant patient registry, approximately 8 years, 5 months, and 19 days post tavr with a 26mm sapien 3 (s3) valve the valve was explanted. An edwards surgical valve was implanted. Per follow up the patient had severe aortic valve stenosis with a mean gradient of 42.7 mmhg and a peak gradient of 64.8 mmhg with a di of 0.18. The aortic valve area was 0.4 cm2. There was mild prosthetic valve regurgitation and mild mitral annular calcification. There was moderate to severe mitral regurgitation and mild tricuspid regurgitation. Estimated pulmonary artery systolic pressure was 40 mmhg rap of 5 mmhg. Per medical records, under general anesthesia, the chest was opened with an oscillating saw and, upon entering the upper sternal tubular junction there was venous bleeding from the innominate vein. The chest was opened further to help control the bleeding. The 26mm s3 valve was explanted and, debrided of its calcium as was the valve leaflets. After multiple attempts, the patient was unable to come off the heart/lung machine. An intra-aortic balloon pump was placed. Despite multiple attempts for cardiac support, the patients, heart succumbed and could not be resuscitated. The patient expired. No official cause of death.